Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller housing was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) revealed that sections of the outer coating on the controller¿s housing had peeled away and were exposing the underlying housing material. The returned controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A log file was downloaded for review and data from the event date of 15oct2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues with the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 02apr2024. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook, rev. A section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate 3 patient handbook, rev. A section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. There were incidental findings of wire fatigue was observed in both system controller power leads. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic with their primary system controller found to have chipped and bubbled paint on the back cover. The patient normally carried their system controller in the pocket of a fishing vest and stated that they use the shower bag correctly when showering. A new primary system controller was recommended for the patient, and it was requested the damaged system controller be returned for evaluation. The site reported there was no fluid ingress identified and that there were no adverse events experienced by the patient due to the event.